Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, uterus/ migration/migration of ssure device') and uterine perforation ('claiming perforation fallopian tubes, uterus/ migration') in a 49-year-old female patient who had essure (batch no. Cs000lu, cs000e1) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2013. Previously administered products included for an unreported indication: lo loestrin fe from 2013 to 2014. Concurrent conditions included perineal pain, dorsalgia, uterine bleeding, endometrial polyp, chronic anemia and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dermatitis allergic ("claiming allergy- rash/skin condition/rashes") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced skin disorder ("claiming allergy- rash/skin condition/rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal, chronic/right pelvic pain"), abdominal pain ("pelvic/abdominal, chronic/right abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/headaches") and inflammation ("abdominal inflammation"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, skin disorder, alopecia and vaginal haemorrhage outcome was unknown, the fatigue and inflammation had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fallopian tube perforation, fatigue, inflammation, menorrhagia, migraine, pelvic pain, skin disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date :(B)(6) 2015, (B)(6) 2014 the plantiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, migration, fallopian tube perforation, uterine perforation. 1st device inserted into right tubal ostium. Trailing coils in uterus 3. 2nd device inserted into left tubal ostium. Trailing coils in uterus 7. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion.normal appearing uterine cavity and contour. Bilateral essure coils in with bilateral obstruction confirmed.. Concerning the injuries were reported in this case, the following ones were described in patient's social media: pelvic pain, rash, abdominal pain. Lot number: cs000e1 manufacture date: 2014-03 expiration date: 2016-11. Lot number: cs000lu manufacture date: 2014-09 expiration date: 2017-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, uterus/ migration/migration of ssure device') and uterine perforation ('claiming perforation fallopian tubes, uterus/ migration') in a 49-year-old female patient who had essure (batch no. Cs000lu, cs000e1) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2013. Previously administered products included for an unreported indication: lo loestrin fe from 2013 to 2014. Concurrent conditions included perineal pain, dorsalgia, uterine bleeding, endometrial polyp, chronic anemia and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), rash ("claiming allergy- rash/skin condition/rashes") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced skin disorder ("claiming allergy- rash/skin condition/rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal, chronic/right pelvic pain"), abdominal pain ("pelvic/abdominal, chronic/right abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/headaches") and abdominal distension ("abdominal inflammation"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, alopecia and vaginal haemorrhage outcome was unknown, the fatigue and abdominal distension had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, rash, skin disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2015 , (B)(6) 2014. The plantiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, migration, fallopian tube perforation, uterine perforation. 1st device inserted into right tubal ostium. Trailing coils in uterus 3. 2nd device inserted into left tubal ostium. Trailing coils in uterus 7. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion.normal appearing uterine cavity and contour. Bilateral essure coils in with bilateral obstruction confirmed. Concerning the injuries were reported in this case, the following ones were described in patient's social media: pelvic pain, rash, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs & mr received- lot number was added. New events abnormal bleeding (vaginal), migraine/headaches and abdominal inflammation were added. The outcome of event fatigue was updated from unknown to recovered. Medical history and concomitant drug were added. Lab data was updated. Patient's height and race were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, uterus/ migration/migration of ssure device') and uterine perforation ('claiming perforation fallopian tubes, uterus/ migration') in a 49-year-old female patient who had essure (batch no. Cs000lu, cs000e1) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2013. Previously administered products included for an unreported indication: lo loestrin fe from 2013 to 2014. Concurrent conditions included perineal pain, dorsalgia, uterine bleeding, endometrial polyp, chronic anemia and uterine enlargement. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), dermatitis allergic ("claiming allergy- rash/skin condition/rashes") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. In 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced skin disorder ("claiming allergy- rash/skin condition/rashes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal, chronic/right pelvic pain"), abdominal pain ("pelvic/abdominal, chronic/right abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/headaches") and inflammation ("abdominal inflammation"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia, dermatitis allergic, skin disorder, alopecia and vaginal haemorrhage outcome was unknown, the fatigue and inflammation had resolved and the migraine was resolving. The reporter considered abdominal pain, alopecia, dermatitis allergic, dyspareunia, fallopian tube perforation, fatigue, inflammation, menorrhagia, migraine, pelvic pain, skin disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015 , (B)(6) 2014 the plaintiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, migration, fallopian tube perforation, uterine perforation. 1st device inserted into right tubal ostium. Trailing coils in uterus 3. 2nd device inserted into left tubal ostium. Trailing coils in uterus 7. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Normal appearing uterine cavity and contour. Bilateral essure coils in with bilateral obstruction confirmed. Concerning the injuries were reported in this case, the following ones were described in patient's social media: pelvic pain, rash, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction due to discrepancy between coding action item and match point coder query. Event : abdominal distension updated to inflammation localized. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, uterus/ migration') and uterine perforation ('claiming perforation fallopian tubes, uterus/ migration') in a female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/abdominal, chronic"), abdominal pain ("pelvic/abdominal, chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("claiming allergy- rash/skin condition"), skin disorder ("claiming allergy- rash/skin condition"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, rash, skin disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015, (B)(6) 2014 the plantiff received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, migration, fallopian tube perforation, uterine perforation diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, fallopian tube perforation, uterine perforation, fatigue, alopecia. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.